Event description:
It was reported that the patient presented in the emergency room after receiving a patient notifier. Device interrogation showed high pacing lead impedance and high capture thresholds. Plans were made to replace the lead. Therapy was disabled and patient was given a life vest in the meantime. The patient was in good condition.

Manufacturer narrative:
The device code for this lead was previously reported (B)(4). This report notes the correct the device codes.

Event description:
Correction to initial MDR: the device code for this lead was previously reported (B)(4). This report notes the correct the device codes.